Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the full cast crowns came loose and were retorqued to the implants on (B)(6) 2018.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was not returned for investigation. Since products have not been returned, visual/functional inspection could not be performed. No pre-existing conditions were noted on the product experience report (per). The customer did not provide any pictures or x-rays. The reported device was located on tooth sites # 18 and was used for approximately 2 years, and 11 months. A device history record (DHR) review and complaint history review could not be performed, as the lot numbers associated with the reported product are not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complainant reported that the full cast crowns came loose and were retorqued to the implants. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer. H6: evaluation codes. H10: additional narrative h3 other text : item not returned to manufacturer.

Event description:
No further event information is available at the time of this report.